Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection by the unaided eye and under normal plant lighting confirmed the silicone could be pulled away from the connecter. Using a dinolight, magnified pictures were taken after the silicone had been manipulated by several investigators (quality, molding, and assembly) and contributed to additional tearing / peeling of the silicone that is present in the pictures. It is believed that there may have been a short shot / void that occurred in the molding process that escaped detection during the in-process and final inspections. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the silicone was peeling off from the hub. There was patient involvement and no patient harm reported.